Manufacturer narrative:
Design history record review completed mar 29, 2017. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model lxa19, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model lx) mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received a 2nd patient registration form (prf) for aortic position for same patient. Details as following: lxa19 sn# (B)(4) was implanted on (B)(6) 2014 at (B)(6) at the aortic position. S5-021 sn# (B)(4) was implanted on (B)(6) 2016 at (B)(6) at the aortic position for same patient. No further information is available.